Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump.

Manufacturer narrative:
No button error alarm noted during testing. However, the pump had intermittent up button response due to corroded keypad traces. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip and a missing end cap sticker.